Event description:
Malfunction had occurred with the infusion pump, upon return of the pump it was noted the case separated and it was determined that an under infusion of medication had taken place. The infusion time was extended to complete the therapy. There were no reports of any adverse pt events associated with this malfunction.